Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was malpositioned") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering prior to undergoing the implantation of essure. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual menstruation"), hormone level abnormal ("hormonal changes"), dyspareunia ("painful intercourse") and migraine ("severe migraines"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, menstrual disorder, hormone level abnormal, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was malpositioned"), uterine perforation ("device perforated into her uterus"), pregnancy with contraceptive device ("she has gotten pregnant"), abortion spontaneous ("miscarriage") and genital haemorrhage ("unusual bleeding") in a 29-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering prior to undergoing the implantation of essure. Concurrent conditions included headache since (B)(6)2014, blurred vision since (B)(6)2014, dizziness since (B)(6)2014, fever since (B)(6)2014, mood swings since (B)(6)2014, agitation since (B)(6)2014, anxiety since (B)(6)2014, insomnia since (B)(6)2014, anhedonia since (B)(6)2014, amenorrhea since (B)(6)2015, hematuria, nausea since (B)(6)2015, vomiting since (B)(6)2015, ear pain since (B)(6)2015, sore throat since (B)(6)2015, bipolar disorder since (B)(6)2015, acute sinusitis since (B)(6)2015, congestion nasal since (B)(6)2015, shortness of breath since (B)(6)2016, hyperglycemia since (B)(6)2016, dyspnea, vulvovaginal mycotic infection, sacroiliitis and dysfunctional uterine bleeding. Concomitant products included ibuprofen for abdominal pain and pelvic pain, omeprazole for acid reflux (oesophageal), buspirone for anxiety, gabapentin for back pain, prazosin for blood pressure high, tizanidine for muscle relaxant, camazepam for nerve damage, sertraline (zoloft) for post-traumatic stress disorder as well as lamotrigine and trazodone. On (B)(6)2010, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("lower vaginal pain"). On (B)(6)2014, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual menstruation"), hormone level abnormal ("hormonal changes"), dyspareunia ("painful intercourse") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, menstrual disorder, hormone level abnormal, dyspareunia, migraine, abdominal pain and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: consumer received proxin as concomitant drug. Following the procedure there was one coil noted in the patient¿s left side tubal ostia and 7 coils noted on the right side tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - in (B)(6)2015: results not provided. Ultrasound scan - on an unknown date: device perforated into her uterus (B)(6)2014- transabdominal and transvaginal pelvic ultrasound - impression: the right essure sterilization device projects within the uterus, exact location is uncertain. Consider CT for further imaging evaluation. The left essure device projects outside the uterus and likely resides within the fallopian tube. Normal sonographic appearance to the adnexae. (B)(6)2015 - us transvaginal - impression: 1. Indeterminate hyperechoic lesion in the uterine fundus, possibly dystrophic calcification or a portion of a tubal occlusion device. 2. Normal ovaries. (B)(6)2016 - chest pa + lat. Findings: normal cardiomediastinal silhouette. Subtle hazy opacity about the right infrahilar region could be related to a small focus of pneumonia. The remainder of the lungs are clear. Mild elevation of the right hemidiaphragm, chronicity uncertain. The costophrenic angles are sharp. No acute osseous pathology. (B)(6)2017 - abnormal pap tests - epithelial cell abnormalities present, atypical squamous cells of undetermined significance. Concerning the injuries reported in this case, the following one/ones were reported via patients medical record:dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was malpositioned"), uterine perforation ("device perforated into her uterus"), pregnancy with contraceptive device ("she has gotten pregnant"), abortion spontaneous ("miscarriage") and genital haemorrhage ("unusual bleeding") in a 29-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering prior to undergoing the implantation of essure. Concurrent conditions included headache since (B)(6) 2014, blurred vision since (B)(6) 2014, dizziness since (B)(6) 2014, fever since (B)(6) 2014, mood swings since (B)(6) 2014, agitation since (B)(6) 2014, anxiety since (B)(6) 2014, insomnia since (B)(6) 2014, anhedonia since (B)(6) 2014, amenorrhea since (B)(6) 2015, hematuria, nausea since (B)(6) 2015, vomiting since (B)(6) 2015, ear pain since (B)(6) 2015, sore throat since (B)(6) 2015, bipolar disorder since (B)(6) 2015, acute sinusitis since (B)(6) 2015, congestion nasal since (B)(6) 2015, shortness of breath since (B)(6) 2016, hyperglycemia since (B)(6) 2016, dyspnea, vulvovaginal mycotic infection, sacroiliitis and dysfunctional uterine bleeding. Concomitant products included ibuprofen for abdominal pain and pelvic pain, omeprazole for acid reflux (oesophageal), buspirone for anxiety, gabapentin for back pain, prazosin for blood pressure high, tizanidine for muscle relaxant, camazepam for nerve damage, sertraline (zoloft) for post-traumatic stress disorder as well as lamotrigine and trazodone. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("lower vaginal pain"). On (B)(6) 2014, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual menstruation"), hormone level abnormal ("hormonal changes"), dyspareunia ("painful intercourse") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, menstrual disorder, hormone level abnormal, dyspareunia, migraine, abdominal pain and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: consumer received proxin as concomitant drug. Following the procedure there was one coil noted in the patient¿s left side tubal ostia and 7 coils noted on the right side tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - in (B)(6) 2015: results not provided. Ultrasound scan - on an unknown date: device perforated into her uterus . (B)(6) 2014- transabdominal and transvaginal pelvic ultrasound - impression: the right essure sterilization device projects within the uterus, exact location is uncertain. Consider CT for further imaging evaluation. The left essure device projects outside the uterus and likely resides within the fallopian tube. Normal sonographic appearance to the adnexae. (B)(6) 2015 - us transvaginal - impression: indeterminate hyperechoic lesion in the uterine fundus, possibly dystrophic calcification or a portion of a tubal occlusion device. Normal ovaries. (B)(6) 2016- chest pa + lat. Findings: normal cardiomediastinal silhouette. Subtle hazy opacity about the right infrahilar region could be related to a small focus of pneumonia. The remainder of the lungs are clear. Mild elevation of the right hemidiaphragm, chronicity uncertain. Thecostophrenic angles are sharp. No acute osseous pathology. (B)(6) 2017- abnormal pap tests - epithelial cell abnormalities present, atypical squamous cells of undetermined significance . Concerning the injuries reported in this case, the following one/ones were reported via patients medical record:dyspareunia . Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: abdominal pain, uterine perforation, vaginal pain, pregnancy with essure, spontaneous abortion.pregnancy updated from unknown to yesproduct lot number 50500523 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was malpositioned"), uterine perforation ("device perforated into her uterus"), pregnancy with contraceptive device ("she has gotten pregnant"), abortion spontaneous ("miscarriage / amount of blood and the clot she found in her under garments and dr. Suggested she had suffered a miscarriage") and genital haemorrhage ("unusual bleeding") in a 29-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering prior to undergoing the implantation of essure. Concurrent conditions included headache since (B)(6) 2014, blurred vision since (B)(6) 2014, dizziness since (B)(6) 2014, fever since (B)(6) 2014, mood swings since (B)(6) 2014, agitation since (B)(6) 2014, anxiety since (B)(6) 2014, insomnia since (B)(6) 2014, anhedonia since (B)(6) 2014, amenorrhea since (B)(6) 2015, hematuria, nausea since (B)(6) 2015, vomiting since (B)(6) 2015, ear pain since (B)(6) 2015, sore throat since (B)(6) 2015, bipolar disorder since (B)(6) 2015, acute sinusitis since (B)(6) 2015, congestion nasal since (B)(6) 2015, shortness of breath since (B)(6) 2016, hyperglycemia since (B)(6) 2016, dyspnea, vulvovaginal mycotic infection, sacroiliitis and dysfunctional uterine bleeding. Concomitant products included ibuprofen for abdominal pain and pelvic pain, omeprazole for acid reflux (oesophageal), buspirone for anxiety, gabapentin for back pain, prazosin for blood pressure high, tizanidine for muscle relaxant, camazepam for nerve damage, sertraline (zoloft) for post-traumatic stress disorder as well as colecalciferol (vitamin d), lamotrigine and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("lower vaginal pain"). On (B)(6) 2014, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menstrual disorder ("unusual menstruation"), hormone level abnormal ("hormonal changes") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, menstrual disorder, hormone level abnormal, dyspareunia and migraine outcome was unknown and the abdominal pain and vulvovaginal pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: consumer received proxin as concomitant drug. Following the procedure there was one coil noted in the patient¿s left side tubal ostia and 7 coils noted on the right side tubal ostia. Plaintiff did not seek medical treatment for unplanned pregnancy until the miscarriage occurred. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - in (B)(6) 2015: results not provided ultrasound scan - on an unknown date: device perforated into her uterus (B)(6) 2014- transabdominal and transvaginal pelvic ultrasound - impression: the right essure sterilization device projects within the uterus, exact location is uncertain. Consider CT for further imaging evaluation. The left essure device projects outside the uterus and likely resides within the fallopian tube. Normal sonographic appearance to the adnexae. (B)(6) 2015 - us transvaginal - impression: indeterminate hyperechoic lesion in the uterine fundus, possibly dystrophic calcification or a portion of a tubal occlusion device. Normal ovaries (B)(6) 2016 - chest pa + lat findings: normal cardiomediastinal silhouette. Subtle hazy opacity about the right infrahilar region could be related to a small focus of pneumonia. The remainder of the lungs are clear. Mild elevation of the right hemidiaphragm, chronicity uncertain. Thecostophrenic angles are sharp. No acute osseous pathology. (B)(6) 2017 - abnormal pap tests - epithelial cell abnormalities present, atypical squamous cells of undetermined significance . Concerning the injuries reported in this case, the following one/ones were reported via patients medical record:dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abdominal pain, lower vaginal pain " outcome updated to "not recovered / not resolved", concomitant drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.